Event description:
It was reported the patient had the device removed because it was painful. The patient was reportedly on morphine. It was added that the device was taken out because their mind went ¿mad.¿ a follow up report will be sent if additional information is received. Refer to manufacturer report #3007566237-2014-00842. The patient reportedly had two devices that were removed for the same reasons.

Manufacturer narrative:
(B)(4).